Manufacturer narrative:
The biomedical engineer (bme) received a report that this central nurse station (cns) was found with the windows blue desktop displayed while monitoring patients. They relaunched the software but received a "resolution error" message. The bme rebooted the cns but received the same error message. Technical support (ts) walked the bme through setting the custom resolution on the cns through windows. However, when they attempted to launch the software, they received a "registration not complete" error message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) received a report that this central nurse station (cns) was found with the windows blue desktop displayed while monitoring patients. No patient harm was reported.

Event description:
The biomedical engineer (bme) received a report that this central nurse station (cns) was found with the windows blue desktop displayed while monitoring patients. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) received a report that this central nurse station (cns) was found with the windows blue desktop displayed while monitoring patients. They relaunched the software but received a "resolution error" message. The bme rebooted the cns but received the same error message. Technical support (ts) walked the bme through setting the custom resolution on the cns through windows. However, when they attempted to launch the software, they received a "registration not complete" error message. No patient harm was reported. Investigation summary: the bme provided the registration code and was later issued new registration keys. The bme confirmed the cns was functioning normally after activation. The root cause is configuration error due to incorrect display resolution settings. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/30/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/14/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 08/18/2025 emailed the bme for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.